Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during routine follow up, this right ventricular (rv) lead exhibited high pacing thresholds, high out of range shock impedance measurements and fault code 1005 associated with a lead fracture and insulation damage. A synchronous shock was delivered in which the shock impedance was out of range. This lead remains in service. No adverse patient effects were reported.